Event description:
It was reported that the during implant procedure, it was not possible to connect the atrial lead to the device connector block. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the during implant procedure, it was not possible to connect the atrial lead to the device connector block. The device was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. The set screw had a rounded socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.